Event description:
On 11/30/04, the pt contacted lifescan and reported that her one touch ultra meter was giving inaccurate control high results. There is no allegation of harm or serious injury. During troubleshooting, it was verified that the pt's meter was in the right unit of measurement (mg/dl) and that it was coded correctly. She was using the right control solution and the test strips were within the expiration date and in good condition. She was walked through a control solution test, which failed outside the range. She was asked to retest, and the second test failed as well. She had contacted a medical professional for advice, but did not receive any treatment. Based on the info provided, there is indication that the product had malfunctioned and that it meets the criteria for a medical device reportable. However, there is no info to suggest that the pt experienced injury due to the product. This case is reported as a product malfunction since the control solution test failed twice. The pt's diabetes educator provided the pt with new vials of test strips and control solution. Replacement test strips, and control solution were sent to the pt.